Manufacturer narrative:
Product ID: 309328, lot# 0209098447, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device was not reprogrammed and the event was due to ¿electrode¿ migration which resulted in repositioning of the ¿electrode.¿

Manufacturer narrative:
Correction: no intervention occurred per additional information. Event was a malfunction, not serious injury per additional information. Previous report was submitted in error. Electrode migration and repositioning was related to another event; see manufacturing report #3004209178-2017-04359. (B)(4).

Event description:
Additional information received reported that the previous report was submitted in error. Electrode migration and repositioning was related to another event; see manufacturing report #3004209178-2017-04359.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had a return of symptoms on (B)(6) 2016. The patient had to stop their implantable neurostimulator (ins) due to a flight and exposure to a big loudspeaker. No diagnostics or troubleshooting was done. No surgical intervention was taken or planned. The ins was reprogrammed and the issue was resolved on (B)(6)2016. The event was assessed as not serious, not related to the implant procedure and related to the stimulator. The patient was alive with no injury. The patient's medical history includes idiopathic functional urinary retention since 2010.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 309328 lot# 0209098447 serial# implanted: (B)(6) 2015 explanted: product type lead product ID 309328 lot# 0209098447 serial# implanted: (B)(6) 2015 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 309328 lot# 0209098447 serial# implanted: (B)(6) 2015 explanted: product type lead product ID 309328 lot# 0209098447 serial# implanted: (B)(6) 2015 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was hospitalized on (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2017, the stimulator was explanted and a new stimulator was implanted plus programmed. It was reported that the event was serious and the issue was resolved on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.